Event description:
Complainant used product for the first time at 5 pm and again at 7 pm. By 8 pm her eyes were swollen, totally bright red and "felt like sand under eyelids." Had to go to doctor for medication. Took product back to store for refund.